Event description:
The following was reported to hamilton medical ag: I noticed this when the rental company's representative inspected the operation. It will not turn on, the battery charge led flashes. Normally, the device always starts up when the battery is inserted, but this device does not respond at all. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4) after replacing the driver board, the device started working normally. The logs could not be retrieved, so we temporarily replaced the driver board for testing and retrieved the logs. Therefore, the date is initialized. The driver board was replaced, tsw and operation check were performed, and the device was returned for use. Corrected data: h10 - case number to (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). After replacing the driver board, the device started working normally. The logs could not be retrieved, so we temporarily replaced the driver board for testing and retrieved the logs. Therefore, the date is initialized. The driver board was replaced, tsw and operation check were performed, and the device was returned for use.

Event description:
The following was reported to hamilton medical ag: I noticed this when the rental company's representative inspected the operation. It will not turn on, the battery charge led flashes. Normally, the device always starts up when the battery is inserted, but this device does not respond at all. No patient involvement.